Event description:
Report received from the USA stating that device had an e6 error code, indicating an unspecified issue. The device was being used during surgery. No pt injury or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).